Event description:
Poor performance of the screw thread on the endoscope side. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
The product was not returned by user and could not be investigated. This device is not distributed in us.